Event description:
It was reported that the lead was replaced since it was unable to get screw to fully extract. No further information was available.

Manufacturer narrative:
The cause of the reported event was isolated to the overtorqued inner coil in the connector region and the crushed/compressed right ventricular shock coil consistent with damage occurring at the time of procedure.